Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a thermocool smarttouch sf. Initially, it was indicated that during the operation, the device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. With the initial information available, this event was assessed as non MDR reportable. However, on 01-jun-2026, additional information was received which indicated that the issue was noted during the time that the device was used on the patient. The infusion pump did not report any errors, while the radiofrequency device continuously displayed high-temperature warnings. Upon removing the irrigation device from the patient's body, no water was observed flowing out. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. Therefore, the event was re-assessed as MDR reportable with an awareness date of 01-jun-2026.